Manufacturer narrative:
Initial report ref to natus complaint#(B)(4) lot number of the affected device was not confirmed. Per doc-035405 rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.1 - breakage of pole clamp that holds all components of eds 3 effect (harm): delay in patient treatment residual risk: low the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
(B)(4) - staff member was assisting patient with cares and heard a loud 'snap' and the natus evd system fell, caught by string looped to IV pole. When they looked, the staff member noticed the upper clamp from the natus evd was found on the floor. The staff member was able to re-level to best ability with cord, but immediately notified provider for replacement. Np replaced product. Noted d/t weight of bag of csf (less than half full), was not able to perfectly level system with draw cord so system was replaced. System remained intact the entire time. If the nurse wouldn't have looped the cord onto a secondary IV tubing hook extension, the whole system would have crashed to the floor.

Event description:
Nt821731c - staff member was assisting patient with cares and heard a loud 'snap' and the natus evd system fell, caught by string looped to IV pole. When they looked, the staff member noticed the upper clamp from the natus evd was found on the floor. The staff member was able to re-level to best ability with cord, but immediately notified provider for replacement. Np replaced product. Noted d/t weight of bag of csf (less than half full), was not able to perfectly level system with draw cord so system was replaced. System remained intact the entire time. If the nurse wouldn't have looped the cord onto a secondary IV tubing hook extension, the whole system would have crashed to the floor.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Device history record review: n/a - no lot information provided. Complaint history review/trend analysis: (24 months review and percent of sales) 41 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.1 breakage of pole clamp that holds all components of eds 3." The risk level is considered low. Based on complaint of "broken pole clamp." This determination is based on the information received from the customer. No associated capas. Capa005781 was incorrectly referenced in the initial report and is not related to this issue. Capa005781 focuses on the main contributors to complaints within the evd/eds3 product line, specifically, stopcock breakages occurring in various sections of the stopcock. It does not address pole clamp breakage, as this issue was not identfied as one of the main contributors. Root cause/failure investigation: one pole clamp component was sent back with a break near the top feature that wraps around the pole. There is no visible discoloration of the material, a possible indication was that the user overtightened the clamp to the pole causing the break. No design changes have been documented on these parts. Failure mode: it appears excessive force was applied to break the component.